Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, the blade broke at the tip. The procedure was completed successfully without a delay. No adverse consequences or medical intervention were reported. This is report 1 of 2.

Manufacturer narrative:
6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the blade broke at the tip. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. This is report 1of 2.